Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a shock lead impedance measurement of zero ohms was registered on this implantable cardioverter defibrillator (ICD). It was suspected but not confirmed that this was due to electromagnetic interference (emi). The patient was evaluated in clinic and isometrics were performed, but the out of range measurement could not be recreated. No adverse patient effects were reported. This ICD and the non-boston scientific right ventricular (rv) lead remain in service.